Event description:
It has been reported the patient is no longer feeling stimulation after experiencing a fall. A full parameter diagnostic indicated all contacts read high impedance values. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.